Event description:
It was reported that the during procedures had difficult to fit lead into the implantable cardioverter defibrillator (ICD). The physician elected to use another ICD. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty to insert lead was confirmed. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis revealed the ventricular set screw was stripped and contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver. Further analysis revealed a dislodged contact spring prevented full insertion of the lead in the ventricular port and was the cause of the reported event. The observed dislodged contact spring was caused by a manufacturing anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.